Manufacturer narrative:
Additional information: based on the received information from the field, the device was explanted due an extrusion of the implant housing through the skin. The explanted device has not been received for investigation yet.

Event description:
The user has been explanted due to an extrusion of the implant.

Event description:
The user has been explanted due to an extrusion of the implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.